Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device history record review could not be performed without a lot number. No actions can be taken at this time since a root cause was not identified. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature probe was coming out resulting in fluctuating water temperatures in an arctic sun device. Verified nurse was taping probe in place. Explained probe instability would cause patient temperature (pt) and water temperature (wt) fluctuations. Patient temperature (pt) was 98.8f, targeted temperature (tt) was 98.6f, water temperature (wt) was 100f. Patient trend indicator shows 2 bars trending downward. Explained trend indication and noted that was the reason for the warmer water temperatures at this time. Encouraged to call back with any concerns or alerts. Per customer via phone on (B)(6) 2024, it was reported that the probe was coming out of the patient's nose due them sweating. The nurse reinserted the probe deeper into the nose and the temperature came down. The arctic sun started cooling. The arctic sun did not go to biomed and there was no patient impact to the male patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature probe was coming out resulting in fluctuating water temperatures in an arctic sun device. Verified nurse was taping probe in place. Explained probe instability would cause patient temperature (pt) and water temperature (wt) fluctuations. Patient temperature (pt) was 98.8f, targeted temperature (tt) was 98.6f, water temperature (wt) was 100f. Patient trend indicator shows 2 bars trending downward. Explained trend indication and noted that was the reason for the warmer water temperatures at this time. Encouraged to call back with any concerns or alerts.